Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer missed the site reminder notification. Reportedly, the customer stated the issue was an user error as the customer cleared the site reminder notification on the day it was scheduled to notify the customer; however, the customer most likely forgot that the reminder was acknowledged and did not change the supplies. Tandem technical support advised the customer that the reminder will not reoccur if the notification had been acknowledged. The customer reported a blood glucose level of 400 mg/dl, which was addressed with a correction bolus.